Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "all kinds of pain, I had three lumps in my arm pits, my lymph nodes were swollen" this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "having all kinds of pain, I had three lumps in my arm pits, and my lymph nodes were swollen." Device has been explanted. This is the left side record.